Event description:
It was stated the patient was having an MRI on their lower back to rule out catheter granuloma. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8711, lot # j10918r01, implanted: (B)(6) 2003, product type catheter. (B)(4).